Event description:
The customer reported a battery out limit alert and a keypad anomaly. After the insulin pump alarmed battery out limit, the buttons became unresponsive. The patient was unable to clear the alarm. The customer stated that the insulin pump was exposed to direct sunlight for a period of time. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.